Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and keypad issues. The customer¿s blood glucose was unknown at the time of the incident. Customer stated that the insulin pump had crack on the back and scratches on the battery compartment, screen occasionally gets a rainbow look, backlight on screen had dimmed over time. Customer also stated that the insulin pump had random and unexplained no delivery alarms also escape button was harder to press. The insulin pump will not be returned for analysis.